Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to recharge properly) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination on the charger and battery was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger. Battery charger sn (B)(4), mfg. Date: 09/08/2017. Battery pack sn (B)(4) mfg. Date: 03/20/2018.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack. In addition, it was reported that the patient's battery was unable to charge properly.